Event description:
It was reported that pump displayed malfunction code 9 indicating a motor movement error, with no notable events occurring before malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, and successfully reset pump with assistance, and no additional outcomes were reported.